Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found the motor assembly, including the press plug and sockets, was corroded during the device inspection.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb reciprocating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.